Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing of the splenic vein during a laparoscopic splenectomy, the stapler was able to fire and there were no visible abnormalities of the staple line but there was a bleeding coming from the cut line following the firing. The doctor used 4x4 pressures to stop the bleeding and was controlled after only 25cc of lost blood and was addressed with clips. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was fully fired. Staple pushers were visible at the zero cut line. One properly formed staple was found at the proximal end of the cartridge. Functionally the reload was loaded into a pmv representative instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.